Event description:
It was reported that the patient presented with atrial fibrillation with rapid ventricular response due to their implantable cardioverter under-sensing of r-waves. Programming changes were made. The patient was stable.